Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead safety switch (lss) from the bipolar to unipolar configuration by this right atrial (ra) lead due to pacing impedance measurements being greater than 3000 ohms, which was high out of range. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise and oversensing in the unipolar configuration as well as non-capture with high capture thresholds. The patient's intrinsic rhythm was present. Further testing in clinic was advised. Currently the lead was surgically abandoned and a new lead implanted. No additional adverse patient effects were reported.

Event description:
It was reported that there was a lead safety switch (lss) from the bipolar to unipolar configuration by this right atrial (ra) lead due to pacing impedance measurements being greater than 3000 ohms, which was high out of range. Technical services (ts) analyzed the presenting electrogram (egm) and found that there was noise and oversensing in the unipolar configuration as well as non-capture. The patient's intrinsic rhythm was present. Further testing in clinic was advised. No adverse patient effects were reported. Currently, this lead remains in service.